Event description:
It was reported that during a da vinci-assisted radical tonsillectomy surgical procedure, the monopolar curved scissor instrument was observed to have a broken tip where the mcs tip attaches. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reason for the instrument / accessory to break or caused the fragment falling issue was unknown. The instrument / accessory was used for one case prior to the issue. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The instrument did not collide with any other instruments or other hard material during the surgical procedure. There was no fragment(s) fall inside the patient during an instrument tip / accessory collision. The instrument was removed during the procedure (prior to the breakage) and the wrist was straightened prior to removal. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. The wrist was straightened. The surgical staff did not notice any damage to the cannula after the event occurred and there was no damage to the instrument after the event occurred. There was no injury to the patient and the patient did not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. Patient demographics were not shared.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument. Additional findings not reported by site. Failure analysis found the secondary failure of detached fragment to be related to the customer reported complaint. Due to the broken tube adapter, a detached fragment is observed that was not returned with the instrument. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of a damaged tube adapter is attributed to either tip accessory installation issues or damage during use.